Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that norepinephrine was set up using the critical care profile to infuse at 113ml/hr. During the time frame between (B)(6) 2017 at 1123 to (B)(6) 2017 at 1223 the device went to a kvo rate of 20ml/hr. The patient subsequently expired and the facility is not sure if this was related to the kvo feature. Although requested there are no other event details provided by the customer at this time.